Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients implantable cardioverter defibrillator (ICD) displayed electromagnetic interference (emi) and had triggered a lead integrity alert (lia) due to the emi, which caused elevated sic (sensing integrity counter) and high rate non-sustained tachycardia episodes. The patient reported they had been using a microamp system / transcutaneous electrical nerve stimulation (tens) unit attached to their wrists at the time of the stored emi electrograms (egm). All trends are stable and the device remains in use. No patient complications have been reported as a result of this event.